Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. (B)(4). Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. This investigation report indicates that the threaded portion of the retaining sleeve broke. This may be due to the prime lock thread had not been fully threaded into the bone screw. This in combination with a possible mechanical force (sideways) through soft tissue positioning or pushing may have led to the damage of the tip. Based on these findings, the cause of failure is not due to any manufacturing non-conformances and no product fault could be detected.

Event description:
During inspection of a set returned to synthes office, the was discovered that the thread at the end of the retaining sleeve was damaged. The set was used two days earlier on (B)(6) 2012. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)